Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw attachment was very loud during the cuts. After finishing all the cuts on the knee and after the case I was taking the mics off and noticed there was a screw head broken off inside. Tka case.

Event description:
Saw attachment was very loud during the cuts. After finishing all the cuts on the knee and after the case I was taking the mics off and noticed there was a screw head broken off inside. Tka case.

Manufacturer narrative:
Reported event: it was reported that saw attachment was very loud during the cuts. After finishing all the cuts on the knee and after the case I was taking the mics off and noticed there was a screw head broken off inside. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0aes and 25 devices including 4202985 were accepted into final stock on 10/30/17. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063 in prodex lot k0aes shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.